Event description:
Post operative patient - bd/alaris pca pump apparently gave an uncommanded dose - noted by the rn and immediately stopped. The device was tested with no problems, scheduled to be sent to alaris and was lost in shipping. It returned to the facility and will be sent to alaris for analysis. Manufacturer response for pca pump module, alaris (per site reporter). They wanted device returned for evaluation, it was lost in shipping and recently returned.